Event description:
It was reported that the programmer display was unresponsive to the stylus pen despite changing the stylus pen several times. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer display was unresponsive to the stylus pen. These parts were replaced and the programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.